Event description:
Coaguloop defective - caused ceramic beak to burn off operating resectoscope sheath. Pt harm overted. Returned to company.

Event description:
Add'l info rec'd from MFR on 8/13/02: MFR has received three coaguloop devices from reporting hospital. Two of the devices were identified with lot number not matching "vb497", which was indicated in their report as being "defective". The remaining component was not identified with a lot number and MFR cannot conclude that this is the device mentioned in their report. The three returned devices were analyzed in the ed's return lab and were rated undetermined. Examination indicated "meltback of insulation sleeves. Power setting 'blend' may have been to high-300 watts," this is covered in co's IFU (infomation for use), labeling provided with each package. Co has been in contact with the hospital and md to obtain the indicated device "vb497", but has not been successful. Co has checked the lot history of this device and no similar reports have been received. Co is unable to send the final results of analysis or laboratory testing for the device "vb497" identified in the report.

Event description:
Add'l info rec'd from MFR 7/1/02: the potential for harm to the pt in this type of failure described would be remote. Based on the info MFR has at this time and consultation with its medical personnel, it was determined that this info does not reasonably suggest a medical device report is indicated. The attachment, which MFR received indicated the device was returned to them on april 20, 2002. After further investigation and communication with hospital, MFR has determined that the device was not returned to american medical systems. Hosp may be in possession of this device. MFR has requested the device be returned for analysis. When the product is received it will be analyzed. The results will be sent when analysis is completed. A final determination will be made after the device is returned and analyzed.